Event description:
It was reported the balloon would not deflate on the 1st pass after it was inflated to rated burst pressure during a declot of an a/v fistula in the forearm. The balloon was punctured with a needle and removed. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and quality control testing. The lot met all release criteria. The sample has not been returned for evaluation. Based on the info received, the results of the investigation are inconclusive and the root cause is unk.